Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed for intracranial hemorrhage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 2. On an unk date in (B)(6), the patient underwent transcatheter aortic valve implantation (tavi) which improved patient symptoms. However, the patient developed intracranial hemorrhage and was re-admitted to the hospital. There was no device deficiency of the implanted clip. The physician indicated the cause of the intracranial bleed was unknown. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported adverse event of intracranial hemorrhage (bleeding) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported intracranial hemorrhage could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: on (B)(6) 2019, the patient was discharged from hospital after the mitraclip procedure. On (B)(6) 2019, the patient was readmitted for transcatheter aortic valve implantation (tavi) due to pre-existing aortic stenosis that was not worsened after mitraclip procedure. Tavi was performed on (B)(6) 2019. On (B)(6) 2019, intracranial hemorrhage (ich) occurred. The physician assessed the ich as having an unknown relationship to the implanted mitraclip.